Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Document review: the my knee case file was checked without finding any anomaly. The x-rays images received have been matched with the surgical plan: the cutting line planned resulted very different than the real one with an increased posterior slope and the cut of the fibula, not planned. This is highly likely a mistake made by the surgeon that generated the other problems: selection of an augment in a primary surgery; unavailability of the thickness needed; different thickness used; dislocation and total revision. From the data collected, there are no evidences that the event is device related.